Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. It was determined that the shock was inappropriate due to r-wave amplitude reduction, non-physiological artifacts with possible sense b artifact while in the primary vector. Technical services (ts) recommended troubleshooting in all three vectors to reproduce the noise. No artifacts were reproduced after in-clinic testing. After recording a new template and programming to the secondary vector, another inappropriate shock was delivered. Due to t-wave oversensing. System revision was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. E1: initial reporter phone number is(B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. It was determined that the shock was inappropriate due to r-wave amplitude reduction, non-physiological artifacts with possible sense b artifact while in the primary vector. Technical services (ts) recommended troubleshooting in all three vectors to reproduce the noise. No artifacts were reproduced after in-clinic testing. After recording a new template and programming to the secondary vector, another inappropriate shock was delivered. Due to t-wave oversensing. System revision was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted and returned to boston scientific for further investigation. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. It was determined that the shock was inappropriate due to r-wave amplitude reduction, non-physiological artifacts with possible sense b artifact while in the primary vector. Technical services (ts) recommended troubleshooting in all three vectors to reproduce the noise. No artifacts were reproduced after in-clinic testing. After recording a new template and programming to the secondary vector, another inappropriate shock was delivered. Due to t-wave oversensing. System revision was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. It was determined that the shock was inappropriate due to r-wave amplitude reduction, non-physiological artifacts with possible sense b artifact while in the primary vector. Technical services (ts) recommended troubleshooting in all three vectors to reproduce the noise. No artifacts were reproduced after in-clinic testing. After recording a new template and programming to the secondary vector, another inappropriate shock was delivered. Due to t-wave oversensing. System revision was recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.